Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the bolt at the proximal tip of the inserter is broken. No patient harm reported this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the investigation has confirmed that the t-piece is broken; furthermore the instrument head features damages and material chucking. Investigation of documentation for production and material gives evidence that the instrument was produced under specifications in 2013. Failure in material or production could not be detected. The heavy damages at the head give cause that within extensive force a nail insertion carried out and caused the crack of the t-piece. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.